Event description:
As reported, the indicator window 5f exoseal vascular closure device (vcd) did not change color. The device was withdrawn, and manual compression was used. There was no reported patient injury. The user is trained to the device. The device was used in an aneurysm surgery. A non-cordis short sheath was used. The surgery was performed with retrograde puncture from the right femoral artery using a non-cordis short sheath. The device was slowly retracted at an angle of about 50 degrees and the pulsatile blood flow stopped. The device was slowly withdrawn about 1 cm, but the indicator window did not change color. The surgeon tried changing the angle multiple times, but the indicator window did not change color. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. The final picture analysis been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window 5f exoseal vascular closure device (vcd) did not change color. The indicator window was not able to change to black-black. The device was withdrawn, and manual compression was used. There was no reported patient injury. The user is trained to the device. The device was used in an aneurysm surgery. A 5f non-cordis short sheath was used. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The surgery was performed with retrograde puncture from the right femoral artery using a non-cordis short sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The device was slowly retracted at an angle of about 50 degrees and the pulsatile blood flow stopped. The device was slowly withdrawn about 1 cm, but the indicator window did not change color. The surgeon tried changing the angle multiple times, but the indicator window did not change color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was attempted to be deployed outside the patient¿s body, and it deployed normally. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, b7, g3, g6, h1, h2, h3 and h6. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window 5f exoseal vascular closure device (vcd) did not change color. The indicator window was not able to change to black-black. The device was withdrawn, and manual compression was used. There was no reported patient injury. The user is trained to the device. The device was used in an aneurysm surgery. A 5f non-cordis short sheath was used. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The surgery was performed with retrograde puncture from the right femoral artery using a non-cordis short sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The device was slowly retracted at an angle of about 50 degrees and the pulsatile blood flow stopped. The device was slowly withdrawn about 1 cm, but the indicator window did not change color. The surgeon tried changing the angle multiple times, but the indicator window did not change color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was attempted to be deployed outside the patient¿s body, and it deployed normally. A non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Additionally, a video was received for review. The footage shows multiple attempts to manipulate the exoseal unit within the patient in an effort to activate the indicator window. Despite these efforts, the indicator window remained unresponsive throughout most of the video. The physician is seen attempting to press the deployment button, although the status of the indicator window at that moment is unclear. It is unknown whether the button was fully depressed, as the indicator window¿when not properly aligned¿can prevent full depression of the button. Due to the video¿s angle and quality, it is difficult to determine with certainty whether the indicator changed state prior to the button being pressed. While there is a possibility that the indicator may have changed near the end of the footage, the limited visibility prevents a definitive conclusion. No additional anomalies or notable observations were identified in the video. Visual inspection of the device received for analysis revealed that the deployment lever was fully depressed, while the guard remained locked. The plug was not returned for evaluation, and the indicator wire was found retracted. The catheter sheath introducer (csi) was not included with the return. The indicator window displayed black/white/red position, consistent with a deployed state. No additional anomalies were observed during visual inspection. Per functional analysis, a guard locking simulation could not be performed, as the unit was received in a deployed state. For the same reason, a deployment simulation could not be conducted. Per microscopic analysis, a high-magnification inspection of the internal mechanism was performed. No abnormal conditions or damage were observed during this analysis. The reported event of ¿indicator window-no change to indicator¿ was observed through analysis of the video received. However, the event could not be observed through analysis of the returned device as it was received with the deployment button (lever) already fully depressed and the indicator window in the deployed state. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, video analysis, and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator reported since the device was received fully deployed with the indicator window in the black/white/red position. However, the video showed repeated attempts to activate the indicator window with no clear response observed. Due to the video¿s angle and quality, it is difficult to determine with certainty whether the indicator changed state prior to the button being pressed. While there is a possibility that the indicator may have changed near the end of the footage, the limited visibility prevents a definitive conclusion. Additionally, review of the returned device did not note any visible damage or anomalies to the product or the internal mechanism. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, video analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.